Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, there were issues with two preloaded lenses. The first iol was above the plunger. There was no patient contact with the first iol. With the second iol, its trailing haptic was stuck to on the plunger. The surgeon had to use forceps to unstick it and the surgery was completed with the second iol. The surgeon had to use extra viscoelastic because of this.the second iol was later removed in a secondary procedure.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Intraocular lens (iol) was returned outside of the device. The device was returned in the blister tray inside a plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced. The device was returned loose in the carton. The lock-out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger is fully advanced outside of the device. The iol was not returned. The product investigation could not identify the root cause for the reported complaint "trailing haptic was stuck to on the plunger" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).